Manufacturer narrative:
Additional information was received that the physician used electrocautery during the revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having communication issues between the remote control and the ipg. The patient underwent a revision wherein the ipg was replaced. The physician suspected device malfunction. The patient was doing well post-operatively.

Event description:
A report was received that the patient was having communication issues between the remote control and the ipg. The patient underwent a revision wherein the ipg was replaced. The physician suspected device malfunction. The patient was doing well post-operatively.

Event description:
A report was received that the patient was having communication issues between the remote control and the ipg. The patient underwent a revision wherein the ipg was replaced. The physician suspected device malfunction. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance test and photographic imaging tests performed. The reported complaints of communication issues between the remote control and ipg was not confirmed. Device functionality was normal. No discrepancies were identified during the tests.